Manufacturer narrative:
Follow up 07-sep-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted on (B)(6) 2013 (discrepant information) for permanent birth control. After the implant, plaintiff began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, prolonged menses, severe sharp back pain, migraines, and irregular vaginal discharge. On or about (B)(6) 2014, she sought medical attention from her doctor for her severe pain. On or about (B)(6) 2014, plaintiff underwent a hysterectomy. Following the hysterectomy, she suffered a long and painful post-operative recovery. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female plaintiff who had cramping/constant pain and abnormal bleeding (seen as genital bleeding) after essure (fallopian tube occlusion insert) insertion. A hysterectomy was performed and the device was removed. Upon receipt of follow-up information, this case became legal. The reported event are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain and genital bleeding may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given the nature of the events and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident since surgical intervention was performed and a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 25-nov-2015: follow-up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044603) in united states on 14-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Once it was inserted, consumer started to experience issues such as extreme weight loss, cramping, nausea, not sleeping, not eating. She went to her physician and told him she wanted essure removed because she did not want to live her life being in constant pain and sickness. He said the only way to remove esssure was to do a hysterectomy. Upon removal on (B)(6) 2014, she did not experience any issues. Rx meds (regarded as prescription drug) included prozac. Result and assessment of the product technical complaint investigation received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had cramping/constant pain after essure (fallopian tube occlusion insert) insertion. The device was removed and she recovered from the event. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given the nature of the event and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.